Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: lot samples #1-#3 - the samples were clean, as they were unopened lot samples. With the spacer in place, it was observed that the cannulas closed completely over the sample notches. There were no visual anomalies noted on the samples. Functional/performance evaluation: the needles were loaded into the driver and functionally tested in a chicken breast. The devices were tested 10 times on the 22mm setting, and 10 times on the 15mm settings, for a total of 20 tests. The devices fired and collected a sample each time with no issues. No gaps were observed on the sample notch. The needles were able to be removed from the chicken breast each time without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as only lot samples were returned. The returned lot samples worked properly under laboratory conditions and the reported problem could not be recreated. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to this event. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy procedure, when firing the device into the tissue, it was difficult to remove the needle from the breast. They had to open the cutting canula to loosen up the tissue and be able to remove the needle from the breast. There was no report of patient injury.